Manufacturer narrative:
The tech found the three brake pucks were not contacting the caster wheels enough to hold. All three stems show signs of ratcheting. He replaced the three brake stem and horn assemblies to repair the stretcher.

Event description:
Info received indicates the brakes are not holding on the stretcher.